Event description:
It was reported that the ventilator's patient assist port did not have a signal when the ventilator alarm was activated. The reported problem occurred during bench testing and was not connected to a patient.